Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se replaced the exhalation flow sensor (evq) as a precaution only. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator was not delivering tidal volumes. Although requested, intervention taken on behalf of the patient and patient outcome was not provided.